Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After passing the lesion with a non-boston scientific microcatheter and guidewire, a 1.2mm x 15mm x 142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilation. However, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.